Manufacturer narrative:
(B)(4). Upon carefusions investigation, a follow up emdr will be submitted. (B)(4).

Event description:
Customer stated via email: the cheaper tape in the dressing kits is unsatisfactory. It isn't tegaderm and is flimsy, tears easily and it has caused multiple skin irritations. Been using a corticosteroid cream on the irritations. There have been a couple of cases where the tape tore skin as tape was removed.

Manufacturer narrative:
(B)(4). A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for their release were met. Lot #0000819159 was manufactured on 21-jul-2015. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. As a product improvement the wound dressing has been changed to an off the shelf tegaderm wound dressing.